Manufacturer narrative:
The device was not returned to manufacturer as it remains implanted. Without receipt of the device no definitive conclusion can be drawn regarding the clinical observation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 29mm bioprosthetic valve implanted in the pulmonary position was disabled via valve-in-valve after an implant duration of 14 years, seven (7) months due to stenosis, moderate regurgitation and class ii chf. She had symptomatic right ventricular dysfunction and enlargement. The patient was identified as an excellent candidate for a transcatheter pulmonary valve. A 29mm sapien xt was implanted.

Manufacturer narrative:
Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Stenosis of an implanted valve may also be a manifestation of structural valve deterioration.